Event description:
Request to check out machine after patient coded during treatment, was transported to the hospital where pronounced.

Manufacturer narrative:
Found a, b and diascan conductivities are calibrated properly. Found arterial and venous pressures, patient sensor, and patient sensor led, temperature are calibrated properly. During 30 min simulated treatment, found air in blood alarm, arterial & venous pressures worked properly. Fluid removal accurate and current leakage and ground integrity tests within standard. No corrective action found. No machine malfunction was identified. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.